Manufacturer narrative:
Method: the product was not returned for an evaluation and investigation. The lot number was not provided; therefore, the device history records could not be reviewed. Results: the information contained is from legal documents served on I-flow, llc. The complaint was opened so that a medical device report (MDR) can be filed with us food and drug administration. No further investigation will be conducted. Conclusions: as this complaint was created from a lawsuit received by I-flow, llc or the threat of a lawsuit, no customer contact can be made at this time due to the pending or threatened litigation. As of (B)(4) 2006, I-flow updated the on-q pump directions for use (dfu), to include the following in the warnings section: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis". On (B)(4) 2007, I-flow has also prepared a technical bulletin entitled: "what we know about chondrolysis today". (1303722,rev. E). Information from this incident will be included in our product complaint and MDR trend reporting system.

Event description:
Fill volume: not provided. Flow rate: not provided. Procedure: unknown, np. Cathplace: intra-articular placement. Patient alleges chondrolysis following the placement of a pain pump following surgeries on or about (B)(6) 2005. "Np: not provided".